Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block alarm. Customer's blood glucose was 34 mmol/l and the customer alleged that the insulin pump was under delivering the insulin. No further patient complications were reported. Troubleshooting was performed. The device will not be returned or the analysis.